Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned, and the investigation is complete.

Event description:
It was reported that the zimmer air dermatome chewed up the skin. Additional information received on 08/30/2010 indicated that a second graft needed to be harvested to complete the case.